Manufacturer narrative:
Due diligence was executed for this event. The patient¿s height is 5¿ 7¿. The device has been discarded and will not be returned; as such a definitive root cause of the reported complaint cannot be determined. Furthermore, the IFU includes a warning statement: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿ the manufactured date for the device is not available at this time. Device is discarded by the user.

Event description:
As reported for this event, at the end of the therapeutic laparoscopic hysterectomy procedure the device tip broke while being pulled from the trocar while taking it out of the patient. The broken piece fell onto the abdomen, not inside. There was no adverse impact to the patient. The intended procedure was completed. The physician is very experienced in the use of the device.